Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient experienced abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), nausea ("nausea"), alopecia ("hai") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). In 2015, the patient experienced urinary tract infection ("uti"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), back pain ("back pain") and muscle spasms ("muscle spasm"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, menorrhagia, depression, urinary tract infection, vaginal haemorrhage, allergy to metals and muscle spasms outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, tooth disorder, migraine, headache, nausea, alopecia and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems., migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, uti, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs and medical record received. Reporter and patient demography details added. Events vaginal bleeding, nickel allergy, back pain, muscle pain and muscle spasm added. Event psychological or psychiatric problems condition: depression updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (date of birth: (B)(6)2012, (B)(6)2011, (B)(6)2009, (B)(6)2007). On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), nausea ("nausea"), alopecia ("hai") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6)2012, the patient was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6)2013, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). In 2015, the patient experienced urinary tract infection ("uti"). In 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), hypersensitivity ("allergy"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), back pain ("back pain") and muscle spasms ("muscle spasm"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6)2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, menorrhagia, depression, urinary tract infection, vaginal haemorrhage, allergy to metals and muscle spasms outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, tooth disorder, migraine, headache, nausea, alopecia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems., migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, uti, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), alopecia ("hai"), psychological trauma ("psych injury") and urinary tract infection ("uti"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, menorrhagia, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, tooth disorder, migraine, headache, nausea and alopecia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems., migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, uti, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, dental problems., migraine, headaches, nausea, hair loss, weight gain, menorrhagia (heavy menstrual bleeding), breakage/ expulsion: expulsion, psych injury, pregnancy (stillbirth or miscarriage), device ineffective, uti and allergy were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.